Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and it indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Max defib active can impedance rises from an approximate baseline of 70 ohm to 196 ohm the week ending (B)(6) 2013. There have been no short interval counts (sic) since (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead measured multiple high impedance values for the high voltage (hv) coil due to a suspected fracture. The lead currently remains in use, but replacement of the lead was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).